Manufacturer narrative:
(B)(4). Batch # u93f69. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the "clips were not forming properly. Formed clips appeared more u-shaped than parallel." The case was completed with no patient consequences.